Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a left hip revision surgery was performed due to repeated dislocations.